Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on with a blood glucose level of 33 mg/dl. The customer was treated for their blood glucose with a glucagon shot. Customer states need to make some adjustments to the basal settings. The customer stated that they woke up and the bed was soaked. The customer was assisted by paramedics. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to drop. The customer did not troubleshoot and did not send the product back for analysis.